Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic bronchofibervideoscope had no image. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the problem was already solved in the facility. Since the video scope cable was not connected, the image was not displayed. We received the report that problem of the image was handled by connecting the video scope cable. From this, we presume that the defect is due to customer¿s mishandling. Olympus will continue to monitor field performance for this device.